Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farastar pfa generator was selected for use. After delivering 67 applications, the console displayed the 301 error. The catheter and cable were replaced, it was attempted to bypass the catheter but the issue persisted. The procedure had to be cancelled due to this issue. This complaint is being reported due to an aborted procedure with the patient under sedation.

Manufacturer narrative:
The device has been received for analysis. The returned farastar master pcba within the generator was confirmed to have electrical defects. Service history review: a service history review was performed. The reported device was installed on (B)(6) 2024. There were no cases or complaints created after that date and prior to the currently reported event date to suggest performance issues that could have caused or contributed to the reported event. The reported device was, therefore, considered fully functional with no issues from that date until the currently reported event date. Labeling review: review of the complaint information and the instructions for use did not reveal any evidence of device off-label use or failure to follow instructions. Additionally, there are no directions in the instructions for use that could cause the failure observed. There is no evidence that any updates to the document are required at this time. Risk review: a risk review was performed. The complaint type does not present a new or unanticipated failure type or harm. This is documented with a hazardous situation of "ablation delivery is inhibited until the condition is corrected" and harm "additional intervention required" with a severity of 3 and an occurrence of 3. This line item was selected due to the procedure being cancelled while the patient was sedated. No further review is required. The "manufacturing deficiency" conclusion code was selected as the gigavac relay for channel 5 was not working properly on the master pcba.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farastar pfa generator was selected for use. After delivering 67 applications, the console displayed the 301 error. The catheter and cable were replaced, it was attempted to bypass the catheter but the issue persisted. The procedure had to be cancelled due to this issue. This complaint is being reported due to an aborted procedure with the patient under sedation.